Manufacturer narrative:
Insulin pump passed self test. No missing segment found noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The blood glucose of the customer at the time of incident was unknown. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.